Event description:
Surgeon reported that it was impossible to insert enduron liner into cup. It does not fit correctly. After a few tries, surgeon decided to change for cemented cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.